Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the needleless cap attached to a subcutaneous butterfly catheter leaked from the area between the top of the syringe and the cap while attached to a patient. No patient harm was reported as a result of the event, the set was not saved.